Manufacturer narrative:
Concomitant medical products: 60ml bd syringe. The customer¿s report that the tubing leaked at the connection to the non-bd needle-free connector was confirmed. Visual inspection of the set showed no damages or any anomalies. Functional and pressure testing confirmed leaking at the connection between the syringe set¿s female luer and the male luer of the connector. The connection between the syringe set and the connector was checked and was observed to be not fully tightened. Repeat testing after fully hand tightening the connection resulted in no leaking. Dimensional analysis was performed and the syringe set's female luer measured within specification. The root cause of the leak was the connection between the syringe set¿s female luer and the non-bd connector's male luer not being fully tightened.

Event description:
The customer reported that the tubing leaked at the connection to the nad (needle-free access device) while infusing morphine. The tubing was replaced and the replacement tubing leaked several hours later and was replaced again. Due to this issue the patient became agitated and required a prn dose of morphine. There was no report of lasting harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked at the connection to the nad (needle-free access device) while infusing morphine. The tubing was replaced and the replacement tubing leaked several hours later and was replaced again. Due to this issue the patient became agitated and required a prn dose of morphine. There was no report of lasting harm.